Manufacturer narrative:
Our records show that two devices were returned from hospital on (B)(4) 2007, the multi-drive ii and a (B)(4) / foot pedal. Evaluation determined that control unit had a short-circuit resulting in no power to the morcellator. On the foot pedal, it was determined that a wire was disconnected from footswitch terminal. Both items were repaired and returned to customer on (B)(4) 2007. There was no mention of an incident by hospital when control unit and foot pedal were returned for repair in 2007. We learned about it this year when we were contacted by an attorney.

Event description:
Allegedly, during a supracervical hysterectomy, morcellator failed and a doctor changed to a procedure that would remove specimens through vagina; this entailed removal of the cervix. Patient objected to removal after procedure was completed.